Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the left joint fit properly however the occlusion was not lining up properly. The device was removed and a second surgery will be performed to place a new device.

Event description:
It was reported that the left joint fit properly however the occlusion was not lining up properly. The device was removed and a second surgery will be performed to place a new device.

Manufacturer narrative:
The reported event could be confirmed as CT scans were provided to stryker, which show the post-operative anatomy of the patient with the left mandibular component not implanted. Tmj devices were designed and manufactured per specifications according to the anatomical model provided by 3d systems. Possible contributing factors to the event was the limited movement of the maxilla and the surgeon not being able to bring the maxilla down to the planned position. In addition, the age of the stone models provided as input for the splints manufactured by 3d systems could have contributed. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue related to the tmj devices.